Event description:
New information received noted that there was fracture.

Event description:
New information received noted that the fracture was observed during surgery under fluoroscopy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The right ventricular lead exhibited high impedance and the patient was sent to clinic for evaluation. After interrogation, the high impedance was confirmed and the lead would also not capture at maximum output. The patient mentioned falling a week earlier on the left side, where the pacemaker was implanted. The lead was capped and replaced on (B)(6) 2019. The patient was stable.